Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, olympus confirmed the bending section rubber and electrical connector was leaking while the user was handling the device, and water invaded the device. Due to the water invasion, abnormality of electronic parts occurred which led to the malfunction. The event can be detected/prevented by following the instructions for use which state: "important information ¿ please read before use warnings and cautions: caution ·do not touch the electrical contacts inside the electrical connector. Ccd damage may result. Turn the video system center cv-150 off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the video system center cv-150 on or off only when the videoscope cable is connected to both the video system center cv-150 and the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. 3.6 inspection of the endoscopic system inspection of the endoscopic image 4. While observing the palm of your hand, confirm that the endoscopic image is free from noise, blur, fog or other irregularities. 5. Angulate the endoscope and confirm that the endoscopic image does not momentarily disappear or displays any other irregularities. Chapter 5 troubleshooting if the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿ on page 55. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. If any abnormality in the function of the endoscope and/or endoscopic image is suspected during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an abnormality¿ on page 58." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed due to damage on the charged coupled device unit. Other evaluation findings are as follows: water tightness was lost due to a cut on the bending section cover and deformation on the electrical connector; the light guide lens, and the forceps channel port were corroded; the distal end was stained; the adhesive on the bending section cover was detached; the bending section cover, the grip, and the suction cylinder were discolored; the connecting tube was wrinkled; the bending in the up/down directions did not meet the standard value due to wear of the angle wire; and there was a dent on the light guide cover glass. Lastly, there were scratches on the control unit, the scope cover, the grip, the upward/downward plate, the angulation lever, the universal cord, the protector of the universal cord on the control section side, the suction connector, and the connecting tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that there was no image on the bronchovideoscope's screen during preparation for a diagnostic bronchoscopy. The procedure was completed with no significant delay, using another device. There was no report of patient harm.